Event description:
Blood loss. Reportedly, "blood reflux occured when the mandrill was removed through the anti-flux membrane." There were no reported adverse pt effects. No medical intervention were required.